Manufacturer narrative:
The subject device was returned to omsc for evaluation. Contact marks were detected on the distal end of the probe and non-insulated area of grasping section. In addition, we confirmed that the ptfe pad was worn and the distal end of the ptfe pad was partially separated. When we activated output in seal mode with the jaw grasping nothing, the seal short circuit error occurred. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It assumes that the error displayed and contact marks occurred since the probe contacted with the non-insulated area of the grasping section with worn pad when the user output the device in seal & cut mode. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
During a neck dissection, u508 error was displayed and the subject device did not work. The procedure was completed with another device. There was no patient injury reported. During the investigation on (B)(6) 2017, olympus medical systems corp. (Omsc) found the distal end of the ptfe pad was separated and the coating of the outer surface of the grasping section was partially peeled off. This MDR is regarding ptfe pad separation.